Manufacturer narrative:
Reportedly, a biomedical engineer could trace back the ventilator failure to a problem with the motor and replaced it. The device was tested afterwards, found fully compliant to specs and could be returned to use. No further problems were reported since then. Device and motor are nine years old. The ventilator motor is designed for a lifetime of ten years at standard operating conditions (5 days per week, 8 hours per day). In individual cases it may happen that the specified operating hours are reached in a shorter period of time. Especially the collector disc and the carbon brushes are subject to wear and tear during use. If the electrical contact is intermittently disrupted during use due to abrasion this will lead to speed fluctuations. Smooth piston movement will be impaired and the device is designed to shut down automatic ventilation to prevent from serious damages to the ventilator unit. The user will be alerted to this condition by a corresponding alarm. Manual ventilation remains possible. There were no patient consequences reported in the particular case.

Event description:
It was reported there was a ventilator failure during a case. There was no injury to the patient.